Event description:
It was reported that following sterile transfer of power module, the lid was not able to be engaged with the recon saw hand piece. As a result, the saw was not available for use for the hip arthroplasty procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Placeholder.